Manufacturer narrative:
Concomitant medical product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine/bupivacaine (40 mg/ml) and morphine (5.5 mg/ml) via implanted pumps. The patient had two pumps implanted both delivering the same medication. The indication for pump use for pump (B)(4) was lumbar radiculopathy and non-malignant pain and the indication for pump use for pump (B)(4) was chronic low back pain, intractable spasticity, and non-malignant pain. On (B)(6) 2016, it was reported that 2-3 months ago, one of the pumps was empty. The patient did not know what was going on. The clinic told her that they were having a difficult time getting refill kits to be able to refill her pumps. See also manufacturer's report # 3004209178-2016-20121 as it is unclear which pump went empty 2-3 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.